Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lumbar pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: periods were painless in the past. No allergy test before essure insertion. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("very strong period cramps"), genital haemorrhage ("haemorrhages"), headache ("strong headaches"), dermatitis allergic ("allergies all over my body"), urinary tract infection ("urinary tract infections"), sciatica ("sciatica"), alopecia ("hair loss"), blindness ("vision loss"), fatigue ("general fatigue"), tooth loss ("tooth loss"), oral disorder ("general worsening of mouth"), gingival disorder ("general worsening of gums") and mood swings ("mood swings"). The patient was treated with surgery (essure removal). Essure was removed in april 2019. At the time of the report, the back pain, dysmenorrhoea, genital haemorrhage, headache, dermatitis allergic, urinary tract infection, sciatica, alopecia, blindness, fatigue, tooth loss, oral disorder, gingival disorder and mood swings was resolving. The reporter considered alopecia, back pain, blindness, dermatitis allergic, dysmenorrhoea, fatigue, genital haemorrhage, gingival disorder, headache, mood swings, oral disorder, sciatica, tooth loss and urinary tract infection to be related to essure. The reporter commented: patient experienced relationship problems with her partner. From the moment the patient had the device removed, and even though it was done via surgical procedure, the symptoms (or most of them) started to disappear, and she started to feel much better from the beginning. Despite her general improvement, some events still persisted (unspecified). Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: due to internal review, case was ticked to final and outcome of events updated to resolving. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of back pain ("lumbar pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Medical conditions: periods were painless in the past. No allergy test before essure insertion. Essure was removed in (B)(6) 2019. On an unknown date, the patient had essure inserted. On unknown dates she experienced back pain (seriousness criteria medically important and intervention required), dysmenorrhoea ("very strong period cramps"), genital haemorrhage ("haemorrhages"), headache ("strong headaches"), hypersensitivity ("allergies all over my body"), urinary tract infection ("urinary tract infections"), sciatica ("sciatica"), alopecia ("hair loss"), blindness ("vision loss"), fatigue ("general fatigue"), tooth loss ("tooth loss"), oral disorder ("general worsening of mouth"), gingival disorder ("general worsening of gums") and mood swings ("mood swings"). The patient was treated with surgery (essure removal). At the time of the report, all of the events were resolving. The reporter considered alopecia, back pain, blindness, dysmenorrhoea, fatigue, genital haemorrhage, gingival disorder, headache, hypersensitivity, mood swings, oral disorder, sciatica, tooth loss and urinary tract infection to be related to essure administration. The reporter commented: patient experienced relationship problems with her partner. From the moment the patient had the device removed, and even though it was done via surgical procedure, the symptoms (or most of them) started to disappear, and she started to feel much better from the beginning. Despite her general improvement, some events still persisted (unspecified).the patient still not in good health, receiving treatments and assessing the sequelae suffered. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 13-dec-2021: the follow information were included lawyer's reporter, and patient still not in good health, receiving treatments and assessing the sequelae suffered on reporter causality comment; update to imdrf/FDA codes. 09-dec-2022: no new clinical significant information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lumbar pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: periods were painless in the past. No allergy test before essure insertion. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("very strong period cramps"), genital haemorrhage ("haemorrhages"), headache ("strong headaches"), dermatitis allergic ("allergies all over my body"), urinary tract infection ("urinary tract infections"), sciatica ("sciatica"), alopecia ("hair loss"), blindness ("vision loss"), fatigue ("general fatigue"), tooth loss ("tooth loss"), oral disorder ("general worsening of mouth"), gingival disorder ("general worsening of gums") and mood swings ("mood swings"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2019. At the time of the report, the back pain, dysmenorrhoea, genital haemorrhage, headache, dermatitis allergic, urinary tract infection, sciatica, alopecia, blindness, fatigue, tooth loss, oral disorder, gingival disorder and mood swings was resolving. The reporter considered alopecia, back pain, blindness, dermatitis allergic, dysmenorrhoea, fatigue, genital haemorrhage, gingival disorder, headache, mood swings, oral disorder, sciatica, tooth loss and urinary tract infection to be related to essure. The reporter commented: patient experienced relationship problems with her partner. From the moment the patient had the device removed, and even though it was done via surgical procedure, the symptoms (or most of them) started to disappear, and she started to feel much better from the beginning. Despite her general improvement, some events still persisted (unspecified). The patient still not in good health, receiving treatments and assessing the sequelae suffered. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-dec-2021: the follow information were included lawyer's reporter, and patient still not in good health, receiving treatments and assessing the sequelae suffered on reporter causality comment; update to imdrf/FDA codes. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of back pain ("chronic lumbar pain, lower back pain") in a 23 year-old female patient who had essure inserted (lot no: 581765) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device insertion difficult ("inserted with little difficulty" on (B)(6) 2007). The patient had a medical history of pelvic adhesions, bleed in luteal cyst and ovarian cyst (mixed) in 2017, depressive episode in 2015, drug intoxication (voluntary, with duloxetine, esomeprazole, alprazolam, diazepam), trochanteric bursitis, right otitis externa and hip bursitis (6 months of evolution, without results with infiltrations or with rehabilitation. Treatment with multiple nsaids without result. MRI) in 2014, nodule excision (in labia majora upper third) in 2012, sebaceous cyst (lump right labia majora, patient burst it with hands) in 2010, cholecystectomy (for symptomatic cholelithiasis) in 2009, keratosis and cholelithiasis in 2008 and alcohol use (occasional), smoker (15 cigarettes a day for 20 years), parity 2, gravida ii, uterine anteflexion and sebaceous cyst (labia majora). Periods were painless in the past. No allergy test before essure insertion. Concurrent conditions were listed as drug intolerance and obesity (moderate, bmi 35). Concomitant products included diazepam, alprazolam, esomeprazole, duloxetine and nsaids for bursitis. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2011, 1338 days after essure insertion, she experienced back pain (seriousness criteria medically important and intervention required). On (B)(6) 2019, she experienced sciatica ("right lumbosciatica"). At an unknown time, she experienced dysmenorrhoea ("very strong period cramps, dysmenorrhea"), genital haemorrhage ("haemorrhages"), headache ("strong headaches"), hypersensitivity ("allergies all over my body"), urinary tract infection ("urinary tract infections"), alopecia ("hair loss"), blindness ("vision loss"), fatigue ("general fatigue"), tooth loss ("tooth loss"), oral disorder ("general worsening of mouth"), gingival disorder ("general worsening of gums"), mood swings ("mood swings") and personal relationship issue ("relationship problems"). The patient was treated with surgery (essure removal by total bilateral salpingectomy). At the time of the report, the back pain, dysmenorrhoea, genital haemorrhage, headache, hypersensitivity, urinary tract infection, sciatica, alopecia, blindness, fatigue, tooth loss, oral disorder, gingival disorder and mood swings were resolving. Essure was removed on (B)(6) 2019. The reporter considered alopecia, back pain, blindness, dysmenorrhoea, fatigue, genital haemorrhage, gingival disorder, headache, hypersensitivity, mood swings, oral disorder, personal relationship issue, sciatica, tooth loss and urinary tract infection to be related to essure administration. The reporter commented: due to patient she has presented a serious deterioration in health. She had experienced relationship problems with her partner. From the moment the patient had the device removed, and even though it was done via surgical procedure, the symptoms (or most of them) started to disappear, and she started to feel much better from the beginning. Despite her general improvement, some events still persisted (unspecified). The patient is still not in good health, receiving treatments and assessing the sequelae suffered. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 35.077 kg/sqm. [Gynaecological examination] on (B)(6) 2020: normal. [Hysterosalpingogram] on (B)(6) 2008: post-insertion control: radiology showing the proper location of the devices. [Hysteroscopy] on (B)(6) 2007: verifying the number of visible coils after insertion, it was inserted with little difficulty. [Magnetic resonance imaging] on (B)(6) 2014: bursitis both hips; on (B)(6) 2014: left ovarian cyst of 55 mm. Ac 125: 9 ac 19.9: 8,5. Appointment to review in 4 months [skin test] on (B)(6) 2019: weak positive (+) to gold sodium thiosulfate; doubtful reaction to butylphenol formaldehyde resin and carba's mix [ultrasound scan] on (B)(6) 2010: visible and well-placed devices; on (B)(6) 2014: uterus in size 93 x 45.7 x 58.7 mm. In annex left simple looking cystic formation of 48 x 33 mm. Clinical judgement: left adnexal cyst under study; (B)(6) 2017: exploration: cervix with ectopia. Painful fi touch. Echo uterus of 92 mm regular length. Normal right ovary. Le irregular cyst of mixed content of 36 x 32 mm. Clinical judgement: adnexal cyst; on (B)(6) 2017: anteverted uterus of normal size and shape, visible essure, impression of normoinserts, 7mm endometrium, secretory appearance, normal-appearing right ovary, left ovary presents irregular cyst, well delimited, with anechoic content and lower pole of medium density (solid-cystic interface, possible deposit area). Adjacent to this ovary, septate area of anechoic content, which globally measures 65x26mm, anechoic content partitioned into 3 compartments. Possible hemorrhagic luteal cyst, pelvic adhesions; on (B)(6) 2020: uterus with normal morphology and size, second-stage endometrium. Both ovaries visible normal polyfollicular normal. No pelvic masses, no free fluid quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 28-jul-2023: lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of back pain ("chronic lumbar pain, lower back pain") in a 23 year-old female patient who had essure inserted (lot no. 581765) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device insertion difficult ("inserted with little difficulty" on (B)(6) 2007). The patient had a medical history of pelvic adhesions, bleed in luteal cyst and ovarian cyst (mixed) in 2017, depressive episode in 2015, drug intoxication (voluntary, with duloxetine, esomeprazole, alprazolam, diazepam), trochanteric bursitis, right otitis externa and hip bursitis (6 months of evolution, without results with infiltrations or with rehabilitation. Treatment with multiple nsaids without result. MRI) in 2014, nodule excision (in labia majora upper third) in 2012, sebaceous cyst (lump right labia majora, patient burst it with hands) in 2010, cholecystectomy (for symptomatic cholelithiasis) in 2009, keratosis and cholelithiasis in 2008 and suprapubic pain, muscle spasm, cervical cancer, abdominal pain, carpal tunnel syndrome, numbness in hand, ear inflammation, anxiety, pyelonephritis, genital bleeding, hypogastric pain, urination pain, flank pain, vomiting, discomfort, alcohol use (occasional), smoker (15 cigarettes a day for 20 years), parity 2, gravida ii, uterine anteflexion and sebaceous cyst (labia majora). Periods were painless in the past. No allergy test before essure insertion. Previously administered products included: alprazolam and lorazepam. Concurrent conditions were listed as drug intolerance and obesity (moderate, bmi 35). Concomitant products included cystitis (alisma plantago-aquatica subsp. Orientale;arctostaphylos uva-ursi;crateva magna;phellodendron amurense;plantago asiatica;pyrrosia sheareri;vaccinium macrocarpon fruit), naproxen, paracetamol, paroxetine, diazepam, alprazolam, esomeprazole, duloxetine and nsaids for bursitis. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2011, 1338 days after essure insertion, she experienced back pain (seriousness criteria medically important and intervention required). On (B)(6) 2019 she experienced sciatica ("right lumbosciatica"). Essure was removed on (B)(6) 2019. An unknown time later she experienced dysmenorrhoea ("very strong period cramps, dysmenorrhea"), genital haemorrhage ("haemorrhages"), headache ("strong headaches"), hypersensitivity ("allergies all over my body"), urinary tract infection ("urinary tract infections"), alopecia ("hair loss"), blindness ("vision loss"), fatigue ("general fatigue"), tooth loss ("tooth loss"), oral disorder ("general worsening of mouth"), gingival disorder ("general worsening of gums"), mood swings ("mood swings"), personal relationship issue ("relationship problems"), ovarian cyst ("ovarian cyst"), bursitis ("bursitis"), arthralgia ("hip pain") and abdominal pain lower ("painful iliac fossa"). The patient was treated with surgery (essure removal by total bilateral salpingectomy). At the time of the report, the back pain, dysmenorrhoea, genital haemorrhage, headache, hypersensitivity, urinary tract infection, sciatica, alopecia, blindness, fatigue, tooth loss, oral disorder, gingival disorder and mood swings were resolving. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, blindness, bursitis, dysmenorrhoea, fatigue, genital haemorrhage, gingival disorder, headache, hypersensitivity, mood swings, oral disorder, ovarian cyst, personal relationship issue, sciatica, tooth loss and urinary tract infection to be related to essure administration. The reporter commented: due to patient she has presented a serious deterioration in health. She had experienced relationship problems with her partner. From the moment the patient had the device removed, and even though it was done via surgical procedure, the symptoms (or most of them) started to disappear, and she started to feel much better from the beginning. Despite her general improvement, some events still persisted (unspecified). The patient is still not in good health, receiving treatments and assessing the sequelae suffered. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 35.077 kg/sqm. [Gynaecological examination] on (B)(6) 2020: normal [hysterosalpingogram] on (B)(6) 2008: post-insertion control: radiology showing the proper location of the devices. [Hysteroscopy] on (B)(6) 2007: verifying the number of visible coils after insertion, it was inserted with little difficulty [magnetic resonance imaging] on (B)(6) 2014: bursitis both hips; on (B)(6) 2014: left ovarian cyst of 55 mm. Ac 125: 9 ac 19.9: 8,5. Appointment to review in 4 months. [Skin test] on (B)(6) 2019: weak positive (+) to gold sodium thiosulfate; doubtful reaction to butyphenol formaldehyde resin and carbas mix [ultrasound scan] on (B)(6) 2010: visible and well-placed devices; on (B)(6) 2014: uterus in size 93 x 45.7 x 58.7 mm. In annex left simple looking cystic formation of 48 x 33 mm. Clinical judgement: left adnexal cyst under study.; on (B)(6) 2017: exploration: cervix with ectopia. Painful fi touch. Echo uterus of 92 mm regular length. Normal right ovary. Le irregular cyst of mixed content of 36 x 32 mm. Clinical judgement: adnexal cyst; on (B)(6) 2017: anteverted uterus of normal size and shape, visible essure, impression of normoinserts, 7mm endometrium, secretory appearance, normal-appearing right ovary, left ovary presents irregular cyst, well delimited, with anechoic content and lower pole of medium density (solid-cystic interface, possible deposit area). Adjacent to this ovary, septate area of anechoic content, which globally measures 65x26mm, anechoic content partitioned into 3 compartments. Possible hemorrhagic luteal cyst, pelvic adhesions.; on (B)(6) 2020: uterus with normal morphology and size, second-stage endometrium. Both ovaries visible normal polyfollicular normal. No pelvic masses, no free fluid lot number: 581765 manufacture date:2007-04 expiration date: 2009-03. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 17-aug-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of back pain ("lumbar pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Medical conditions: periods were painless in the past. No allergy test before essure insertion. Essure was removed in (B)(6) 2019. On an unknown date, the patient had essure inserted. On unknown dates she experienced back pain (seriousness criteria medically important and intervention required), dysmenorrhoea ("very strong period cramps"), genital haemorrhage ("haemorrhages"), headache ("strong headaches"), hypersensitivity ("allergies all over my body"), urinary tract infection ("urinary tract infections"), sciatica ("sciatica"), alopecia ("hair loss"), blindness ("vision loss"), fatigue ("general fatigue"), tooth loss ("tooth loss"), oral disorder ("general worsening of mouth"), gingival disorder ("general worsening of gums") and mood swings ("mood swings"). The patient was treated with surgery (essure removal). At the time of the report, all of the events were resolving. The reporter considered alopecia, back pain, blindness, dysmenorrhoea, fatigue, genital haemorrhage, gingival disorder, headache, hypersensitivity, mood swings, oral disorder, sciatica, tooth loss and urinary tract infection to be related to essure administration. The reporter commented: patient experienced relationship problems with her partner. From the moment the patient had the device removed, and even though it was done via surgical procedure, the symptoms (or most of them) started to disappear, and she started to feel much better from the beginning. Despite her general improvement, some events still persisted (unspecified).the patient still not in good health, receiving treatments and assessing the sequelae suffered. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 13-dec-2021: the follow information were included lawyer's reporter, and patient still not in good health, receiving treatments and assessing the sequelae suffered on reporter causality comment; update to imdrf/FDA codes. 09-dec-2022: no new clinical significant information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lumbar pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: periods were painless in the past. No allergy test before essure insertion. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("haemorrhages"), alopecia ("hair loss"), tooth loss ("tooth loss"), oral disorder ("general worsening of mouth and gums"), urinary tract infection ("urinary tract infections"), dysmenorrhoea ("very strong period cramps"), multiple allergies ("allergies all over my body"), sciatica ("sciatica"), fatigue ("general fatigue"), headache ("strong headaches"), blindness ("vision loss"), partner stress ("relationship problems with my partner") and mood swings ("mood swings"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2019. At the time of the report, the back pain, genital haemorrhage, alopecia, tooth loss, oral disorder, urinary tract infection, dysmenorrhoea, multiple allergies, sciatica, fatigue, headache, blindness, partner stress and mood swings outcome was unknown. The reporter considered alopecia, back pain, blindness, dysmenorrhoea, fatigue, genital haemorrhage, headache, mood swings, multiple allergies, oral disorder, partner stress, sciatica, tooth loss and urinary tract infection to be related to essure. The reporter commented: from the moment the patient had the device removed, and even though it was done via surgical procedure, the symptoms (or most of them) started to disappear, and she started to feel much better from the beginning. Despite her general improvement, some events still persisted (unspecified). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of back pain ("chronic lumbar pain, lower back pain") in a 23 year-old female patient who had essure inserted (lot no. 581765) for permanent contraceptive tubal implant. Additional non-serious events are detailed below. Product or product use issues identified: device insertion difficult ("inserted with little difficulty" on (B)(6) 2007). The patient had a medical history of pelvic adhesions, bleed in luteal cyst and ovarian cyst (mixed) in 2017, depressive episode in 2015, drug intoxication (voluntary, with duloxetine, esomeprazole, alprazolam, diazepam), trochanteric bursitis, right otitis externa and hip bursitis (6 months of evolution, without results with infiltrations or with rehabilitation. Treatment with multiple nsaids without result. MRI) in 2014, nodule excision (in labia majora upper third) in 2012, sebaceous cyst (lump right labia majora, patient burst it with hands) in 2010, cholecystectomy (for symptomatic cholelithiasis) in 2009, keratosis and cholelithiasis in 2008 and suprapubic pain, muscle spasm, cervical cancer, abdominal pain, carpal tunnel syndrome, numbness in hand, ear inflammation, anxiety, pyelonephritis, genital bleeding, hypogastric pain, urination pain, flank pain, vomiting, discomfort, alcohol use (occasional), smoker (15 cigarettes a day for 20 years), parity 2, gravida ii, uterine anteflexion and sebaceous cyst (labia majora). Periods were painless in the past. No allergy test before essure insertion. Previously administered products included: alprazolam and lorazepam. Concurrent conditions were listed as drug intolerance and obesity (moderate, bmi 35). Concomitant products included cystitis (alisma plantago-aquatica subsp. Orientale;arctostaphylos uva-ursi;crateva magna;phellodendron amurense;plantago asiatica;pyrrosia sheareri;vaccinium macrocarpon fruit), naproxen, paracetamol, paroxetine, diazepam, alprazolam, esomeprazole, duloxetine and nsaids for bursitis. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2011, 1338 days after essure insertion, she experienced back pain (seriousness criterion intervention required). On (B)(6) 2019 she experienced sciatica ("right lumbosciatica"). Essure was removed on (B)(6) 2019. An unknown time later she experienced dysmenorrhoea ("very strong period cramps, dysmenorrhea"), genital haemorrhage ("haemorrhages"), headache ("strong headaches"), hypersensitivity ("allergies all over my body"), urinary tract infection ("urinary tract infections"), alopecia ("hair loss"), blindness ("vision loss"), fatigue ("general fatigue"), tooth loss ("tooth loss"), oral disorder ("general worsening of mouth"), gingival disorder ("general worsening of gums"), mood swings ("mood swings"), personal relationship issue ("relationship problems"), ovarian cyst ("ovarian cyst"), bursitis ("bursitis"), arthralgia ("hip pain") and abdominal pain lower ("painful iliac fossa"). The patient was treated with surgery (essure removal by total bilateral salpingectomy). At the time of the report, the back pain, dysmenorrhoea, genital haemorrhage, headache, hypersensitivity, urinary tract infection, sciatica, alopecia, blindness, fatigue, tooth loss, oral disorder, gingival disorder and mood swings were resolving. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, blindness, bursitis, dysmenorrhoea, fatigue, genital haemorrhage, gingival disorder, headache, hypersensitivity, mood swings, oral disorder, ovarian cyst, personal relationship issue, sciatica, tooth loss and urinary tract infection to be related to essure administration. The reporter commented: due to patient she has presented a serious deterioration in health. She had experienced relationship problems with her partner. From the moment the patient had the device removed, and even though it was done via surgical procedure, the symptoms (or most of them) started to disappear, and she started to feel much better from the beginning. Despite her general improvement, some events still persisted (unspecified). The patient is still not in good health, receiving treatments and assessing the sequelae suffered. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 35.077 kg/sqm. [Gynaecological examination] on (B)(6) 2020: normal [hysterosalpingogram] on (B)(6) 2008: post-insertion control: radiology showing the proper location of the devices [hysteroscopy] on (B)(6) 2007: verifying the number of visible coils after insertion, it was inserted with little difficulty [magnetic resonance imaging] on (B)(6) 2014: bursitis both hips; on (B)(6) 2014: left ovarian cyst of 55 mm. Ac 125: 9 ac 19.9: 8,5. Appointment to review in 4 months [skin test] on (B)(6) 2019: weak positive (+) to gold sodium thiosulfate; doubtful reaction to butyphenol formaldehyde resin and carbas mix [ultrasound scan] on (B)(6) 2010: visible and well-placed devices; on (B)(6) 2014: uterus in size 93 x 45.7 x 58.7 mm. In annex left simple looking cystic formation of 48 x 33 mm. Clinical judgement: left adnexal cyst under study.; on (B)(6) 2017: exploration: cervix with ectopia. Painful fi touch. Echo uterus of 92 mm regular length. Normal right ovary. Le irregular cyst of mixed content of 36 x 32 mm. Clinical judgement: adnexal cyst; on (B)(6) 2017: anteverted uterus of normal size and shape, visible essure, impression of normoinserts, 7mm endometrium, secretory appearance, normal-appearing right ovary, left ovary presents irregular cyst, well delimited, with anechoic content and lower pole of medium density (solid-cystic interface, possible deposit area). Adjacent to this ovary, septate area of anechoic content, which globally measures 65x26mm, anechoic content partitioned into 3 compartments. Possible hemorrhagic luteal cyst, pelvic adhesions.; on (B)(6) 2020: uterus with normal morphology and size, second-stage endometrium. Both ovaries visible normal polyfollicular normal. No pelvic masses, no free fluid lot number: 581765 manufacture date:2007-04 expiration date: 2009-03. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of back pain ("chronic lumbar pain, lower back pain") in a 23 year-old female patient who had essure inserted (lot no. 581765) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device insertion difficult ("inserted with little difficulty" on (B)(6) 2007). The patient had a medical history of pelvic adhesions, bleed in luteal cyst and ovarian cyst (mixed) in 2017, depressive episode in 2015, drug intoxication (voluntary, with duloxetine, esomeprazole, alprazolam, diazepam), trochanteric bursitis, right otitis externa and hip bursitis (6 months of evolution, without results with infiltrations or with rehabilitation. Treatment with multiple nsaids without result. MRI) in 2014, nodule excision (in labia majora upper third) in 2012, sebaceous cyst (lump right labia majora, patient burst it with hands) in 2010, cholecystectomy (for symptomatic cholelithiasis) in 2009, keratosis and cholelithiasis in 2008 and suprapubic pain, muscle spasm, cervical cancer, abdominal pain, carpal tunnel syndrome, numbness in hand, ear inflammation, anxiety, pyelonephritis, genital bleeding, hypogastric pain, urination pain, flank pain, vomiting, discomfort, alcohol use (occasional), smoker (15 cigarettes a day for 20 years), parity 2, gravida ii, uterine anteflexion and sebaceous cyst (labia majora). Periods were painless in the past. No allergy test before essure insertion. Previously administered products included: alprazolam and lorazepam. Concurrent conditions were listed as drug intolerance and obesity (moderate, bmi 35). Concomitant products included cystitis (alisma plantago-aquatica subsp. Orientale;arctostaphylos uva-ursi;crateva magna;phellodendron amurense;plantago asiatica;pyrrosia sheareri;vaccinium macrocarpon fruit), naproxen, paracetamol, paroxetine, diazepam, alprazolam, esomeprazole, duloxetine and nsaids for bursitis. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2011, 1338 days after essure insertion, she experienced back pain (seriousness criteria medically important and intervention required). On (B)(6) 2019 she experienced sciatica ("right lumbosciatica"). Essure was removed on (B)(6) 2019. An unknown time later she experienced dysmenorrhoea ("very strong period cramps, dysmenorrhea"), genital haemorrhage ("haemorrhages"), headache ("strong headaches"), hypersensitivity ("allergies all over my body"), urinary tract infection ("urinary tract infections"), alopecia ("hair loss"), blindness ("vision loss"), fatigue ("general fatigue"), tooth loss ("tooth loss"), oral disorder ("general worsening of mouth"), gingival disorder ("general worsening of gums"), mood swings ("mood swings"), personal relationship issue ("relationship problems"), ovarian cyst ("ovarian cyst"), bursitis ("bursitis"), arthralgia ("hip pain") and abdominal pain lower ("painful iliac fossa"). The patient was treated with surgery (essure removal by total bilateral salpingectomy). At the time of the report, the back pain, dysmenorrhoea, genital haemorrhage, headache, hypersensitivity, urinary tract infection, sciatica, alopecia, blindness, fatigue, tooth loss, oral disorder, gingival disorder and mood swings were resolving. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, blindness, bursitis, dysmenorrhoea, fatigue, genital haemorrhage, gingival disorder, headache, hypersensitivity, mood swings, oral disorder, ovarian cyst, personal relationship issue, sciatica, tooth loss and urinary tract infection to be related to essure administration. The reporter commented: due to patient she has presented a serious deterioration in health. She had experienced relationship problems with her partner. From the moment the patient had the device removed, and even though it was done via surgical procedure, the symptoms (or most of them) started to disappear, and she started to feel much better from the beginning. Despite her general improvement, some events still persisted (unspecified). The patient is still not in good health, receiving treatments and assessing the sequelae suffered. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 35.077 kg/sqm. [Gynaecological examination] on (B)(6) 2020: normal [hysterosalpingogram] on 09-apr-2008: post-insertion control: radiology showing the proper location of the devices [hysteroscopy] on (B)(6) 2007: verifying the number of visible coils after insertion, it was inserted with little difficulty [magnetic resonance imaging] on (B)(6) 2014: bursitis both hips; on (B)(6) 2014: left ovarian cyst of 55 mm. Ac 125: 9 ac 19.9: 8,5. Appointment to review in 4 months. [Skin test] on (B)(6) 2019: weak positive (+) to gold sodium thiosulfate; doubtful reaction to butyphenol formaldehyde resin and carbas mix [ultrasound scan] on (B)(6) 2010: visible and well-placed devices; on (B)(6) 2014: uterus in size 93 x 45.7 x 58.7 mm. In annex left simple looking cystic formation of 48 x 33 mm. Clinical judgement: left adnexal cyst under study.; on (B)(6) 2017: exploration: cervix with ectopia. Painful fi touch. Echo uterus of 92 mm regular length. Normal right ovary. Le irregular cyst of mixed content of 36 x 32 mm. Clinical judgement: adnexal cyst; on (B)(6) 2017: anteverted uterus of normal size and shape, visible essure, impression of normoinserts, 7mm endometrium, secretory appearance, normal-appearing right ovary, left ovary presents irregular cyst, well delimited, with anechoic content and lower pole of medium density (solid-cystic interface, possible deposit area). Adjacent to this ovary, septate area of anechoic content, which globally measures 65x26mm, anechoic content partitioned into 3 compartments. Possible hemorrhagic luteal cyst, pelvic adhesions.; on (B)(6) 2020: uterus with normal morphology and size, second-stage endometrium. Both ovaries visible normal polyfollicular normal. No pelvic masses, no free fluid. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 07-aug-2023: medical record received. Event ovarian cyst, bursitis, abdominal pain lower & arthralgia added. Medical history & historical drugs added. Concomitant conditions, drugs added. Patient , product & reporter information updated. 09-aug-2023: concomitant drug corrected. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lumbar pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("haemorrhages"), alopecia ("hair loss"), tooth loss ("tooth loss"), oral disorder ("general worsening of mouth and gums "), urinary tract infection ("urinary tract infections"), dysmenorrhoea ("very strong period cramps "), multiple allergies ("allergies all over my body "), sciatica ("sciatica "), fatigue ("general fatigue"), headache ("strong headaches "), blindness ("vision loss "), social problem ("relationship problems with my partner") and mood swings ("mood swings"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2019. At the time of the report, the back pain, genital haemorrhage, alopecia, tooth loss, oral disorder, urinary tract infection, dysmenorrhoea, multiple allergies, sciatica, fatigue, headache, blindness, social problem and mood swings outcome was unknown. The reporter considered alopecia, back pain, blindness, dysmenorrhoea, fatigue, genital haemorrhage, headache, mood swings, multiple allergies, oral disorder, sciatica, social problem, tooth loss and urinary tract infection to be related to essure. The reporter commented: from the moment the patient had the device removed, and even though it was done via surgical procedure, the symptoms (or most of them) started to disappear, and she started to feel much better from the beginning. Despite my general improvement, some events sill persist (unspecified). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.